Manufacturer narrative:
Urgent medical device correction ((B)(4)) was provided to the customer. Brand name common device name catalog # PMA/510(k) corection/removal # bnp assay bnp immunoassay 02816634 k031038 z-0506-2013 02816138br assay br immunoassay 03896216 k982680 z-0507-2013 02419937 09010686ca 19-9 assay ca 19-9 immunoassay 10491244 z-0508-2013 10491379 03481938 04612750dhea-so4 assay dhea-so4 immunoassay 06489701 exempt z-0509-2013digitoxin assay digitoxin immunoassay 9046419 k970546 z-0510-2013 08861968folate assay folate immunoassay 6891541 k010050 z-0511-2013 06367974 09132781 00203473theophylline theophylline 2 08838753 k013272 z-0512-20132 assay immunoassay 03009619all lots for each immunoassay are included.

Event description:
The customer reported that they did not receive an advia centaur xp ambient temperature effects urgent medical device correction ((B)(4)) that was distributed to customers in november 2012. There was no report of adverse health consequences.